Manufacturer narrative:
The initial MDR 1226181-2016-00321 was filed on june 14, 2016. Corrected information (06/17/2016): the initial MDR states the reporting units for magnesium results were mmol/l. The correct reporting units are mg/dl.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they were getting abnormal assay flags with reagent lot da7073 on this instrument (s/n: (B)(4)), while there were no flags with reagent lot da7102 when run on an alternate dimension instrument. Upon the ccc specialist's recommendations, the customer ran patient samples on the alternate dimension instrument using lot da7102 and the results were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and cleaned all the drains and aligned all the probes. The cse ran a system check and quality controls, which were acceptable. The cause of the discordant, falsely low magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium result.